Manufacturer narrative:
Provided information states the surgeon thought they had removed the trial. Provided information also states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received, the investigation will be reopened.

Event description:
The surgeon accidently cemented in the trial.